Event description:
It was reported that a flo-gard infusion pump experienced a downstream occlusion alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the alarm log and functional testing identified the reported downstream occlusion alarm. The cause was determined to be that the safety clamp was out of calibration. To address this issue the safety clamp shim was replaced and the safety clamp was calibrated. The device was restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.